Event description:
Two small wheelchair wheels on a resident's wheelchair broke causing the resident to fall. No injury was sustained. The two small wheelchair wheels actually shattered (the inside portion which is molded plastic broke apart causing the wheelchair to tip forward. The MFR of the whelchair was listed as whitaker general medical, richmond, va. Facility is unable to locate any MFR by this name. The purchase date or age of the wheelchair is unknown. The resident was leaning forward at the time placing more weight on the two small wheels when the spokes broke apart completely on both wheels. The wheel spokes are hard plastic not soft or rubbery.